Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the uses of this device.

Event description:
During a pulmonary vein isolation procedure, a cardiac tamponade occurred. A flexibility ablation catheter was used to performed ablation on the anterior septal region of the left atrium and a cardiac tamponade was diagnosed. A pericardiocentesis was performed. The patient was stable and discharged two days later.

Event description:
Additional information received indicates the cardiac tamponade was diagnosed post-procedure on the hospital ward. The patient became hypotensive and an echocardiogram confirmed the cardiac tamponade. There were no performance issues with any sjm device during the procedure.